Event description:
Philips received a complaint on an intellivue mx400 patient monitor indicating the blood pressure readings on the monitors do not match manual measurements. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on an intellivue mx400 patient monitor indicating the blood pressure readings on the monitors do not match manual measurements. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Analysis was unable to be performed due to lack of response from the customer. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.